Event description:
Malfunction of 15 units with probable malfunction of 3 more units for total of 18. Most probable cause, defective silicone tubing (all parameters of multiple phaco units showed no malfunction). Problems encountered, little or no suction. Unable to perform phaco.